Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That an activ l pe-inlay 10mm (part# sw966) was implanted during a hybrid at l4/5 and fusion device l5/s1 procedure performed on (B)(6) 2022 according to the complainant, the patient underwent a reoperation and removal on (B)(6) 2022 as patient has a retroperitoneal abscess at l4/5-l5/s1. The surgeon stated that the patient would be heading back to surgery very soon for an additional posterior construct to reinforce the anterior cages at l4/5 and l5/s1.as it was reported the patient had a retroperitoneal abscess at l4/5-l5/s1. The complaint device was returned to the manufacturer for evaluation. A revision surgery was necessary. The adverse event is filed under aag reference xc 100032168; cc 400582803. Associated medwatch reports: 400582801_2916714-2023-00022_MDR, 400582800_2916714-2023-00021_MDR.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.